Manufacturer narrative:
An investigation was indicated. Analysis of collected information is ongoing.

Event description:
It was reported to arjo by the customer representative that the automatt overinflated when the patient was on the mattress. The facility staff detected the issue at time of mattress installation and called to arjo to report the malfunction. No injury was reported.

Manufacturer narrative:
It was reported to arjo by the customer representative that an automatt overinflated when a patient was on a nimbus mattress. The facility staff detected the issue at time of mattress installation and called to arjo to report the malfunction. No injury was reported. A cause of the reported issue was an incorrect circulation of the air in automatt sensor pad (mattress component). The tpu (thermoplastic polyurethane) tube responsible for delivery of air from the pump to the automatt was cracked. It resulted in air accumulation inside sealed automatt sensor pad cover. Instruction for use (649933) warns ¿do not place the patient on the mattress until it is fully inflated and normal operating pressure has been reached.¿ in summary, the automatt sensor pad was faulty and from that perspective, the nimbus mattress did not meet the performance specification. The reported issue occurred when the device was used by the patient. No injury was reported. The complaint was decided to be reportable due to risk of patient¿s fall from the mattress.

Manufacturer narrative:
The cause of the automatt overinflation was breakage of tpu tube causing the air acumulation in the automatt. No final conclusions are available as analysis of collected informatian is ongoing to establish cause of tpu tube breakage.